Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that four days post implant the lead had to be replaced as "the surgery was not good". It was further reported that the implantable pulse generator (ipg) is "no good" and will be replaced in the future. No patient complications have been reported as a result of this event.